Event description:
It was reported that an alert was triggered for oversensing and noise. Isometrics were done and noise was seen on the electrogram. It was noted that chest x-ray indicated one of the lead pins may not be completely in the header. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).